Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown zimmer trilogy liner, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation and loosening.

Manufacturer narrative:
No devices or photos of the devices were received; therefore the condition of the components is unknown. The lot number of the products are unknown; therefore the device history records and complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. The sequence of events leading to the patient's fall are unknown. It is unknown if the fall caused or contributed to the reported dislocation or vice-versa. A definitive root cause cannot be determined with the information provided.